Event description:
It was reported that the customer had a leak in the reservoir. Customer stated that there was a smell of insulin in the reservoir chamber. Customer's blood glucose level was 181 mg/dl. Customer stated that the reservoir was used. Customer stated that the leak is at the bottom where it makes contact to the piston. Customer found there was insulin only in the reservoir compartment. It was reported that the customer did not want to troubleshoot for high blood glucose levels. Customer changed the reservoir but stated that he still has leaks and a smell of insulin. Customer stated that the leak was in the pump. Customer mentioned that he had a low blood glucose level of 68 mg/dl last night. Customer treated by eating a bedtime snack. Insulin pump will be replaced. Customer reported that the leaks are probably past the o-rings. Customer was advised against storing the insulin in the refrigerator. Customer will return the reservoir for analysis. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.